Event description:
The pt stated that the infusion tubing has separated from the luer-lock connection on his infusion set. He stated that, at the time he noticed the separation, his blood glucose level was 257 mg/dl. However, he stated that he was not sure if the elevated blood glucose level was due to the separation of the infusion tubing or food that he had consumed at a party that he was attending. He stated that he felt nauseated due to the elevated glucose level. After noticing and replacing the infusion tubing, he gave himself an insulin bolus to decrease his glucose level. The pt did not report medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.